Manufacturer narrative:
Correction: this was a transphenoidal approach resection procedure. The field generator emitter that was reported have been damaged after being dropped again was returned to the manufacturer for analysis. Investigation confirmed reported issue. Found the field generators coil housing panel has a broken piece off of the emitter. This issue was documented in a medtronic navigation hardware anomaly tracking database. The cable has not yet been returned for analysis and was suspected to be related to the reported issue of not tracking. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. Suspect hardware.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that physical damage to the emitter was present from an additional drop. It was noted that the power cable for the navigation system was damaged as well. To resolve the reported issue, the power cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cranial resection, the emitter stopped tracking in the procedure. The site reported that the emitter was dropped. The site reported that they swapped out emitters to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.